Event description:
It was reported that the blade broke during surgery and that parts fell into the surgical site. It was further reported that all parts were subsequently recovered. No adverse consequences were reported.

Manufacturer narrative:
The cartridge subject to this complaint was returned for evaluation. It was visually confirmed that there appeared to be an issue with sub-assembly welding process. The root cause was determined to be the manufacturing process.